Event description:
Patient presented to the physician with pain at the stimulation cuff area. Physician brought the patient into the operating room, opened the neck incision site, repositioned the stimulation cuff, and closed.